Event description:
It was reported that there was no ventricular output, ventricular exit block occurred during p-wave measurements, and there were 'output changes'. It was also reported that approximately 16 months ago, the patient suffered syncope after the output was reprogrammed during a follow-up appointment. The device was explanted and replaced. No patient complications were reported as a result of this event.